Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading read"high" on the glucometer at the time of the event. The customer stated that the insulin pump alarmed motor error and insulin was squirting out during the manual prime. Nothing further was reported.